Event description:
The user facility reported that the weld was fractured on the housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences. Attempts are being made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the drill broke. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.